Event description:
The customer reported that the device boots up to the splash screen and then shuts down. There was no report patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device boots up to the splash screen and then shuts down. There was no report of patient involvement. A philips field service engineer went to the customer site and verified the failure. Replacement of the processor pca resolved the failure. The device passed all post-servicing testing and remain at the customer site.